Manufacturer narrative:
Physio-control examined the removed user interface pcb assembly and determined that the cause of the reported issue was a temperature (heat) sensitive integrated circuit (ic) chip, designator u2. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device would lock up. When this occurred, the buttons were not responsive. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.